Event description:
End user alleges while transferring out of the power wheelchair, with the footplate in the down position, she fell and allegedly required hospitalization.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. Upon field evaluation the motorized wheelchair performed as intended. End user reported transferring out of the motorized wheelchair with the footplate in the upright position and she fell down. The owner's manual warns, "be sure to secure footplate in upright position and place both feet firmly on ground when getting into or out of the seat".